Event description:
New information suggests that the presyncopal episodes previously reported were not device related as the patient had been having them before. The patient condition was described as good.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after experiencing a pre-syncopal episode. Upon review of merlin.net session, the pulse generator exhibited an auto mode switch episode due to atrial noise and noise reversion episodes due to ventricular noise. It was suspected that patient may have been exposed to electromagnetic interference (emi). It was discussed that the issue appeared to be due to the pacing lead impedance testing. Programming changes were made. Patient will continue to be monitored.